Manufacturer narrative:
Citation: saqib nu et al. Endovascular repair of ruptured ascending aorta secondary to embolized transcatheter aortic valve. Ann thorac surg. 2020 mar;109(3):e187-e189. Doi: 10.1016/j.athoracsur.2019.06.098. Epub 2019 aug 24. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with a history of hypertension, congestive heart failure with reduced ejection fraction, and an implantable cardioverter defibrillator who presented with three days of worsening chest and back pain. Six years prior to presentation, the patient underwent transcatheter aortic valve replacement and had 2 medtronic corevalve transcatheter bioprosthetic valves implanted for severe aortic stenosis. No serial numbers were provided. It was reported that one corevalve had dislodged and was in the ascending aorta and the other corevalve was properly implanted in the patient¿s native annulus. At presentation, a computed tomography chest scan and angiographic imaging revealed an ascending aortic pseudoaneurysm with contained rupture. Per the physician/author, the dislodged corevalve caused the pseudoaneurysm as evidenced by the angiogram that showed the struts on the distal part of the valve protruding into the pseudoaneurysm sac. Subsequently, thoracic endovascular aortic repair was performed with a 34 mm x 34 mm x 10 cm non-medtronic endograft. During the procedure, transesophageal echocardiography confirmed proper function of the corevalve implanted in the patient¿s native annulus. Post-operatively, the patient reported the chest pain had resolved. At an unspecified time between post-operative day 1 and day 14, a follow-up computed tomography angiogram exhibited a decrease in the size of the pseudoaneurysm sac. No additional adverse patient effects or product performance issues were reported.